Event description:
As reported, the guide ring of a 5f exoseal vascular closure device (vcd) was not completely deployed. There was no damage to the guidewire. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no issues depressing the cowling/guard, and the indicator wire cowling locked against the handle assembly with an audible click heard. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction. The indicator window did not change at all. Postoperative hemostasis was performed with a 5f exoseal. When the instrument is slowly withdrawn at an angle of about 45 degree, the pulsing blood flow of the return indicator stops, and then slowly exits the occluder for about 1 cm. However, the occluder indicator window did not change color. Then continue to slowly pull back, the indicator window has not changed color. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach from the right femoral artery using a 5f non-cordis short sheath. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation. Per preliminary review of the exoseal image provided, the indicator wire loop appears to be showing a vertical orientation instead of a horizontal orientation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received. As reported, the guide ring of a 5f exoseal vascular closure device (vcd) was not completely deployed. There was no damage to the guidewire. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no issues depressing the cowling/guard, and the indicator wire cowling locked against the handle assembly with an audible click heard. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction. The indicator window did not change at all. Postoperative hemostasis was performed with a 5f exoseal. When the instrument is slowly withdrawn at an angle of about 45 degree, the pulsing blood flow of the return indicator stops, and then slowly exits the occluder for about 1 cm. However, the occluder indicator window did not change color. Then continue to slowly pull back, the indicator window has not changed color. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach from the right femoral artery using a 5f non-cordis short sheath. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One photo was attached to event-2025-13841. The image shows a 5f exoseal unit inserted into a non-cordis catheter sheath introducer (csi) with the guard locked. The indicator wire appears to be in a different orientation. The delivery shaft presented blood residues. No additional anomalies or notable details were observed in the image. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside a clear plastic bag. Per visual analysis, the deployment button on the device was not depressed and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed. No damages were observed in the loop of the indicator wire. The indicator window was received on the white/black position and the guard was found locked; the bleed back port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed according to departmental procedure. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. A visual inspection at high magnification revealed no damage to the indicator wire loop. Additionally, the device case was opened, and the internal mechanism was inspected using a vision system to enhance the image. The internal mechanism is correctly assembled, and no other anomalies were observed. The reported event of ¿indicator wire deployment difficulty¿ was not observed through analysis of the returned device as it was received with the indicator wire fully deployed with no anomalies. The image analyzed shows the indicator wire appears to be in a different orientation; however, this can be due to the angle of the picture taken since the device received had the indicator wire in proper position. The internal mechanism had no anomalies and the functional analysis was performed successfully. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.